Event description:
It was reported that during setup for a procedure the battery pack was found to have broken off of the device. No delays or patient involvement were reported with this event.

Manufacturer narrative:
The reported event that the housing was broken off was confirmed through the device inspection. Any impact will cause product damage or operational failure due to battery movement.

Event description:
It was reported that during setup for a procedure the battery pack was found to have broken off of the device. No delays or patient involvement were reported with this event.